Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: a blade was inserted, but did not lock. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
The investigation has shown that the hexagon drive of the blade is damaged (deformed). After removal of the metal ridge, the instrument could be mounted again. The production documents of this blade were checked and no deviation was observed. The article complies absolutely with our specifications. It is possible that the blade was not mounted on the impactor. It is necessary to ensure that the instrument is always completely inserted into the blade before the blade can be opened. No product failure was found.